Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient complained of unwanted stimulation including at the ins site. The patient turned stim off and still felt discomfort at the battery site. Stim was turned off five days ago. The patient reported that when they turned stim off the discomfort was not as severe. The patient described the sensation at the ins site as a pin prick. They checked impedances and "everything checked out fine" with all green indicators. The hcp is planning to do an x-ray. The md will then determine if they are going to do a revision. The patient wanted stimulation to be turned back on. The rep determined that it was better to leave stim off because of the discomfort the patient was experiencing. Troubleshooting was not required. The issue was not resolved through troubleshooting.